Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two samples were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that a component disengaged from the device into the surgical cavity. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy, at the second firing, the purple resin cartridge fragment fell into patient body and was retrieved without any difficulty with forceps. There was no patient injury.